Manufacturer narrative:
Follow up MDR needed to include updated event details. Upon follow up it was reported the patient experienced bacterial peritonitis. At the time of this report, treatment and patient outcome remained unreported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. Patient outcome and the action taken with therapies was not reported. No additional information was provided.